Event description:
It was reported by the rep that the (1) 511sd was used during a laparoscopic cholecystectomy procedure. It was reported that at the end of the case, the trocar of the umbilicus appeared to become incompetent. The seal seemed to be leaking. At first, a reducer cap was placed on port to minimize leaks but this did not solve the problem. The case was completed with another device and there was no consequence to the pt.